Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery or off no power alarm noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had recurring low battery alerts. Customer reported that he was sent a replacement battery cap, but the issues persisted. The customer stated that batteries were only lasting in the device for four days. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.